Event description:
Size 5 x 1 inches stage ii superficial abrasion, blister on shallow crater elbow.

Manufacturer narrative:
Unit was returned and performance tested. Device tested and met specification.